Event description:
Paramedics responded to a person, condition unk. According to the rptr, the device would not pace the pt. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability.

Manufacturer narrative:
In an evaluation of the device by the local physio-control service representative, a complete functional test was performed and proper operation was observed. Tsu's 213, 214, & 216 were performed and a black formed carrying case was provided as a preventative measure and to help maintain customer confidence in the device. Except as provided by 21 cfr 803.56, physio-control does not intend to sumbit additional information on this event to FDA.